Manufacturer narrative:
It was explained to the customer that rapidcomm software is different from the previously used rapidlink software. Sample data editing is not allowed in rapidcomm and only sample demographics can be changed. Rapidcomm will allow a sample to be reassigned to the correct pt.

Event description:
Customer reports a blood gas order was placed on the wrong pt and results were released on the wrong pt. Customer did indicate that the orders entry person/dept had incorrectly entered a wrong pt number thus creating the situation. The error was detected, customer states that no pt was affected by the entry error. There was no impact to pt care as a result of this event.